Manufacturer narrative:
The customer performed troubleshooting as instructed by service. The ict probe (list number 09d63-04) was replaced and deemed the likely cause for the false decreased sodium results. The module function was verified with a control run. A review of the alinity c (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of tracking and trending of the alinity c processing module or parts did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, (B)(6), or ict probe.

Event description:
The customer observed falsely decreased sodium results generated from alinity c processing module for one patient. The results provided were: sid (B)(6) initial=120 mmol/l /repeated=137 mmol/l. Laboratory reference range for sodium=136 to 145 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).

Event description:
The customer observed falsely decreased sodium results generated from alinity c processing module for one patient. The results provided were: sid (B)(6) initial=120 mmol/l /repeated=137 mmol/l. Laboratory reference range for sodium=136 to 145 mmol/l there was no reported impact to patient management.